Event description:
It was reported that during pre-surgery check or surgery the motor device "overheated". It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. No patient harm, adverse outcome or injury was alleged. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment revealed that the motor is overheating. Therefore, the reported condition was duplicated and confirmed. Evidence indicates this was due to improper handling and use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.